Manufacturer narrative:
The insulin pump had intermittent button response due to corroded keypad traces. No button error alarm was noted during testing. The insulin pump had normal operating currents and no unexpected battery alarm was noted. The insulin pump had minor scratches on the display window, cracked battery tube threads and a cracked reservoir tube lip.(B)(4)

Event description:
The customer reported via telephone call that the buttons were not responding properly when attempting to program a bolus. The customer reported that the bolus was delivered properly, but afterwards the insulin pump alarmed for a button error. The customer was unable to clear the alarm. The customer removed the battery and placed it back in and received a failed battery test alarm. The customer repeated this twice more and the alarm recurred both times. The alarms were cleared but the customer reported that the buttons were still not fully responsive. The customer did not recall any significant event leading to these issues. The blood glucose reading was 126 mg/dl. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis. The customer was advised to discontinue use of the insulin pump and to revert to a back up plan per a health care professional's instructions.